Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may occur later to address the issue.